Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported non-suction with unknown timing of iol (intraocular lens) implantation surgery. The surgery completion details were unknown. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected, and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The small part tray (smpt) was not returned. The returned irrigation/aspiration (I/a) manifold, connectors, and components were found to be in good condition. The I/a connectors and luer were connected to the cassette and handpiece without any interference. The returned product was tested using the console software. The product could prime and tune with the ultrasonic handpiece, with the 0.9milimeter (mm) aspiration bypass (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No bubble or air leakage was observed from the returned cassette, manifolds, connectors, and components. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No fluid leakage was detected from the I/a manifold. The cleaning process was able to be performed after functional testing was completed. The returned product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported non-suction with unknown timing of iol (intraocular lens) implantation surgery. The surgery completion details were unknown. There was no report of patient impact. Additional information received from company representative that non-suction before cataract surgery (with intraocular lens implant). The surgery was completed and unknown how it was completed. There was no patient contact.

Manufacturer narrative:
Additional information provided in b.5., e.1., h.2., h.11. Corrected information provided in h.6 (FDA patient event codes was updated). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative that non-suction before cataract surgery (with intraocular lens implant). The surgery was completed and unknown how it was completed. There was no patient contact.